Event description:
During routine f/u, high impedances were found. The pt experienced loss of therapeutic effect. The device was reprogrammed. Reprogramming was successful, impedance with the selected electrodes was normal and the pt was getting appropriate therapy. No surgical revision was needed. Add'l info has been requested.